Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2014 while at the hospital. The lifevest detected ventricular fibrillation (vf) at 17:59:24. A treatment was delivered in response to vf at 18:00:36. The post-shock rhythm was asystole. The lifevest delivered a second defibrillation at 18:12:11 in response to asystole with intermittent cardiac activity. Oversensing of small cardiac signal contributed to the false detection. A non-treatable rhythm was detected at 18:12:38 on (B)(6) 2014, and then the electrode belt was disconnected at 18:20:03.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. As received, the monitor and the electrode belt were both fully functional and able to detect and treat. Review of the pt's flags does not indicate any device malfunction related to the defibrillation event. Device MFR date and usage of device: monitor (B)(4): 06/2014 - reuse. Electrode belt (B)(4): 02/2014 - reuse. Method: review of the data does not indicate any device malfunction related to the defibrillation event. The pt received an appropriate treatment in response to vf. The lifevest properly detected asystole, and treated as a result of oversensing of small cardiac signal.